Event description:
It was reported that the patient presented for an unrelated procedure on (B)(6) 2024. During the procedure, the atrial lead was dislodged. The physician reprogrammed the atrial lead. On (B)(6) 2024, the patient was presented for a lead revision procedure. During the procedure, the physician tried to reposition the atrial lead, however the helix failed to be extended. The atrial lead was explanted and replaced. The patient was in stable condition.